Event description:
It was reported that a flogard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, functional testing, and event history log review were performed. The reported condition was not confirmed. A service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.